Event description:
Information received by medtronic indicated that the insulin pump battery compartment was chipped and cracked. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a break on the back on the battery area. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer, corrosion on battery tube and scratched case. Unit was confirmed for partially broken off battery tube threads and corrosion on battery tube. Unit passed required testing. (B)(4).